Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument had a chip in the white plastic. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: yes, the instrument was inspected prior to use and nothing ordinary was observed. It was identified in sterile processing. No, the instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside the patient. No media available for review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.